Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 occurred due to deformation of scope (s)-connector, leading to loss of watertightness. Phenomenon 2 "there is a gap between acoustic lens and ultrasound probe" was confirmed however a probable a cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: due to deformation of the electrical connector guide pin, water tightness is lost; elevator channel plug (air/water cylinder) is loose; due to wear of the lock engagement lever, the upward/downward knob cannot be locked securely; the elevator channel plug (suction cap) is loose; the acoustic lens has a scratch; the objective lens has a scratch; adhesive around the light guide lens has wear; adhesive on the bending section cover has a crack; and, due to wear of angle wire, the bending angle in the left direction does not meet the standard value.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope was leaky. The device was returned for evaluation. During the device evaluation, there was a gap between the acoustic lens and the ultrasound probe, and due to deformation of the suction connector the water tightness was lost. There were no reports of patient or user harm associated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.